Event description:
When the customer first installed the lifeband (lot #unknown) on the autopulse platform for patient use, the lifeband became loose and did not retract properly. The patient was supposedly positioned correctly. The customer does not know which error message has occurred. The customer discarded the lifeband and switched to manual CPR. The patient's status information was requested, but the customer did not provide a response. The customer's biomedical engineer inspected the autopulse platform used at the time of the event but did not find any issues with the platform. The biomedical engineer tested the autopulse platform with another lifeband, but the issue was not replicated.

Manufacturer narrative:
The customer discarded the lifeband involved in the reported complaint. Therefore, a physical investigation could not be performed by zoll, and the root cause could not be determined.